Event description:
Healthcare professional reported left side capsular contracture baker grade IV, "folds, accentuated prosthetic lobulations", "peri-implant laminar fluid", and "nodules" (non device related). The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late.